Manufacturer narrative:
Concomitant medical products: cook quantum inflation device, qid-1, cook acrobat calibrated tip wire guide, acro-35-450. Reporter occupation - unknown. Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the products said to be involved were not provided to cook for evaluation. The lot number provided in the photos matches this report. The label in the photo matches the product reported. The report could not be confirmed from the 3 pictures provided. The balloon could be seen in the pictures but it was not inflated and no leak was visible. A kink in the catheter could also be seen in the photos. The photos of the product label verified the product. A complete evaluation could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A possible contributing factor for leakage is if the device comes in contact with a sharp object or burr in the endoscope accessory channel. Prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a eclipse ttc wire guided balloon dilator. The physician lubricated the balloon with a water-soluble lubricant, applied negative pressure to the balloon, and advanced the device to the desired position. The physician attempted to inflate the balloon with a cook quantum inflation device, but it failed to inflate. The device was retracted and three (3) holes were found leaking water out of the balloon. The user changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.